Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a shaft break occurred. The 99% stenosed lesion was located in the calcified left anterior tibial artery. The physician gained contra-lateral access in an artery located in the right leg, however, a cross-over sheath was not placed and a guide catheter was not used. The maverick2 30mm x 2.0mm balloon catheter was advanced but was unable to advance past the common iliac and abdominal aorta bifurcation. Upon withdrawal of the balloon catheter, the shaft broke into two pieces and the proximal portion of the device was successfully removed from the pt. The physician attempted to retrieve the distal portion of the balloon catheter with vascular forceps but was unsuccessful. The pt was taken to the operating room where the distal portion of the balloon catheter was successfully removed. The pt's status is reported as "fine."